Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as red, raised, burning, and stinging with broken skin around most of the patch area. There was no alleged device malfunction contributing to the wound. The patient's nurse placed a bandage over the wound. The outcome of the wound is unknown.